Manufacturer narrative:
H.6. Investigation: the complaint of "hpv false positives" was reported against the viper lt catalog number 442839, serial number (B)(6). The customer reported that a sample was tested and the result was positive. The sample was then tested two additional times and gave negative results. The log files were reviewed. The sample showed positive results at the cutoff during the first run. The testing is indicative of a true low positive sample. Subsequent retesting showed negative results, but with CT.scores also near the cutoff. The complaint is not confirmed. The instrument and assay are working as expected. H3 other text : see h.10.

Event description:
It was reported while using the bd viper¿ lt system two (2) false positive hpv results were obtained. There was no report if confirmatory testing was performed. Erroneous results were reported to the physician. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the bd viper¿ lt system two (2) (B)(6) results were obtained. There was no report if confirmatory testing was performed. Erroneous results were reported to the physician. There was no report of patient impact.